Event description:
The customer reported that from the moment the device is plugged in it activates continuously. The device was not used on a pt. Another device was opened and the procedure was continued without incident. There was no pt or staff injury.

Manufacturer narrative:
(B) (4). (B) (4). The customer report was verified by testing and the root cause was found to be an assembly error. Mfg performs a 100% test and this device should have been detected as failing during that testing. Mfg has been notified. A review of the complaint database for the last 2 years found no other similar occurrences.